Event description:
(B) (6). It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. In (B) (6) 2008, the physician implanted a 3.5x12mm taxus express2 stent in the proximal left anterior descending (lad). In (B) (6) 2009, it was noted that restenosis had occurred. The 75% stenosed target lesion located in the proximal lad was 20mm long with a reference vessel diameter of 3.5mm. An intervention was performed with an unknown balloon and the placement of a non-bsc device. Residual stenosis was 0%. The patient had no ischemic symptoms at the event. The event was resolved and the patient discharged 2 days later on bayaspirin and panaldine. A 2 year follow-up was performed and no anginal symptoms were noted. Patient status noted as "fine."

Event description:
It was further reported that during the index procedure a percutaneous coronary intervention (pci) was performed to treat the lesion in the proximal left anterior descending (lad). The 90% restenosed target lesion located in the proximal lad was 12.0mm long with a reference vessel diameter of 3.50mm. Predilation and post-dilation was performed. Residual stenosis was 0% with timi 3. The patient was discharged 2 days later on bayaspirin and panaldine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional manufacture narrative - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).